Event description:
Boston scientific received information that this right atrial (ra) lead had a visible bend in the lead body when removed from the packaging. The lead was never implanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.